Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observations. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that this right ventricular (rv) lead dislodged. A new lead was successfully implanted in it's place. The date of the explant was not made available and it is unclear if the event date is when the dislodgement was discovered or when the lead was explanted.